Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) detected increased threshold measurements on this atrial lead. A chest x-ray confirmed that this atrial and defibrillation lead dislodged.